Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that was vent inop with diagnostic code 1012 (air valve liftoff failure).no patient involvement.

Event description:
The customer reported a ventilator that was vent inop with (B)(4). No patient involvement/harm.